Manufacturer narrative:
Company representative: this correction is to include company representative as a report source. Previously reported supplemental MDR on (B)(6) 2018 should have also included the "it is unknown if the changes resolved the issue as t-waves were not being sensed in clinic."

Event description:
New information received on 9/4/18 indicating that the patient was brought into clinic and programming changes were made. It is unknown if the changes resolved the issue as t-waves were not being sensed in clinic.

Event description:
New information received on 9/4/18 indicating that the patient was brought into clinic and programming changes were made.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon device interrogation, the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. The patient did not receive therapy during the oversensing. Programming changes were suggested. No intervention was performed. No further information was available.